Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (aviva meter), is related to case with patient identifier (B)(6) (nano meter).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 183 mg/dl (aviva) and 82 mg/dl (nano). No adverse event reported. Return of suspect device was requested and replacement was sent.